Manufacturer narrative:
Upon evaluation, both batteries passed visual and functional testing. However, logs exhibited and instance of premature power source switching. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of hvad power sources. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. (B)(4). (B)(4) expiration date: 12/31/2015, manufacturing date: 12/01/2014. (B)(4). Methods: analysis of data log(s); simulated use testing; power source testing; actual device evaluated; visual inspection. (B)(4). Results code: energy storage system problem. (B)(4). Conclusion: manufacturing deficiency. (B)(4).

Event description:
It was reported from the us that a patient called for an issue with her batteries getting low and not alarming. Then the patient stated that both batteries went to red and didn't alarm. However upon evaluation and clarification, the patient states was resting at home and she thought she needed to change her batteries. When she went to change them both batteries were at 50%. The battery she was originally running off had switched to the other battery but both were at 50%. The patient was concerned that it didn't alarm to tell her the first battery was getting low before switching. Batteries were replaced and sent back to the manufacturer for evaluation. There were no consequences to the patient reported.